Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump was continually alarming. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #2 date of submission 08/26/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force calibration was found to be within specification. No damage or defect was found to the pump force sensor circuit. No moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: on (B)(6) 2015 the reporter contacted animas alleging a loss of prime issue. There is no indication that the product issue caused or contributed to an adverse event. During troubleshooting, it was determined that the issue was attributed to cartridge use error. A medical device report is not required for this complaint.